Event description:
Pt reported that she was filling her plastic cartridge and noticed that air bubbles were forming from the bottom of the cartridge upward towards the end of the plunger. She reported no leaking of insulin. No indication that the pump user's blood glucose was affected.